Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During the visual inspection, the distal tip of the balloon catheter was noted to be deformed with the tip of the guidewire broken/fractured. The proximal end was fracture and there was also kinking, bending noted to the guidewire. A functional test could not be performed due to the condition of the returned device. As per the additional information, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush set up and maintained throughout the clinical procedure and the patients anatomy was not tortuous. The device was returned and the guidewire was noted to be kinked/bent and the distal section of the guidewire had been broken/fractured an remained inside the gateway otw balloon catheter. It is probable that the guidewire was damaged during the clinical procedure causing the reported difficulty to advance the guidewire, and the subsequent guidewire fracture within the gateway balloon catheter. An assignable cause of procedural factors will be assigned to the reported guidewire difficult to advance and to the analyzed guidewire broken/fractured during use and guidewire kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject device was returned for analysis and the device investigation revealed that the distal tip of the subject guidewire was noted to have broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.